Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, the blade stopped coming out of the trocar and the handpiece could not be used any more. A second like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade will not advance - not labeled. H6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.